Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap nissen procedure, the jaws of the device would not come together correctly and would not line up. The jaws would not catch the needles for stitching. This happened with two devices of the same lot number. To correct this condition, another device with a different lot number was used to finish the case. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three devices, two opened by the account and one sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was not received. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for each device, indicating proper alignment of the jaws when toggling the needle. A broken needle was noted in instrument two. The broken needle was removed from instrument two. A pmv needle was loaded onto each instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of each jaw to simulate clinical conditions. The needle was loaded and unloaded onto each instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle for each instrument. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested. A secondary condition of broken needle was noted. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The file was concluded to be a not confirmed. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).